Manufacturer narrative:
Concomitant medical products: 5068-52 lead, implanted: (B)(6) 1997. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that they had went ¿flatline¿ with demonstrating syncopal like symptoms. The patient stated that the issue was resolved when output was increased on implantable cardioverter defibrillator (ICD) pacing output. The patient indicated that they have intermittent feelings like those described since (B)(6) 2016. Follow-up was conducted with the clinic for additional information. It was reported from the clinic that the patient was seen by their physician and that the threshold was programmed higher on the lead for capture. And that they had turned adaptive capture off since it was set too low. The lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.